Manufacturer narrative:
While it is unknown if the device used in this case caused or contributed to the patient¿s symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device was not returned for evaluation. However, the lot number was provided and retained-product testing and/or DHR review are planned. The results will be submitted as they become available.

Event description:
In this event it is reported that a patient had complaints of having sore throat since starting treatment with nontemplate aligner arch. Unknown if it could be allergic reaction to aligners, but patient does not think so.

Manufacturer narrative:
We reviewed the DHR for (B)(6) / patient ID#(B)(6) / site ID# (B)(4), qty. (B)(4) items assy-500011 (aligners) and 2 assy-500010 (template) were packaged by the first shift by auto bag-and-box operation on (B)(6) 2024, manufacturing supercell sc2, equipment pua-03. The sales order was inspected and met the acceptance criteria provided by qa. Incoming inspection. We reviewed the incoming inspection record for the material manufacturing this (B)(6). ¿ raw material: part-501019 / lot# 233744 / qty. Received = (B)(4), inspection date: (B)(6) 2024. ¿ the material was found acceptable for use in the suresmile product's manufacture.